Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on ilet experienced a low blood glucose event, with continuous glucose monitoring showing 69 mg/dl and a confirmatory blood glucose meter reading of 93 mg/dl, after consuming six chicken nuggets earlier and announcing a meal; she treated with approximately 4 oz of orange juice and later a small portion of an orange, and education was provided to follow 15 grams of fast-acting carbohydrate with reassessment to avoid overcorrection. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included no need for medical intervention, no assistance beyond coaching, and recovery to 120 mg/dl while on the call. Investigation included real-time troubleshooting, review of ilet data synchronization and report interpretation, and verification of glucose using a blood glucose meter due to an approximate 30 percent difference from the sensor. Investigation of this case revealed hypoglycemia of unclear cause with a suspected sensor-to-meter discrepancy, while the ilet system and its components functioned as designed based on available data. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.